Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 476 mg/dl. Customer's other blood glucose was 370 mg/dl, 376 mg/dl. The customer declined troubleshooting for high blood glucose. Customer stated that air bubbles was in the tubing. Approximate size of the bubbles was small clusters or long. Customer stated that no leak was found. The insulin pump will not be returned for analysis.